Event description:
It was reported that the patient¿s personal therapy manager (ptm) showed an error code of 8254 ¿ low reservoir. The patient stated that the refill date on the ptm was not accurate. The patient heard a one tone alarm on the morning of the report but had not heard any other alarm since. The patient stated that during the previous refill she remembered the nurse taking out the medication but did not remember her filling the pump. The patient was able to couple the new ptm to the pump and was able to activate the bolus; however, the ptm was not showing as updated. The ptm was showing a refill date of (B)(6) 2013. The patient was also seeing a ¿bell¿ on the ptm. The patient was to contact the nurse. No patient symptoms were reported. The device system delivered fentanyl. It was later reported that the ptm showed an error code of 8286 ¿ empty reservoir. The patient¿s pump had been refilled on (B)(6) 2012. The reported stated that the pump was sounding what seemed to be the critical alarm. The reporter stated that the healthcare provider (hcp) was fairly sure that the reservoir was updated at the refill. The reporter stated there may have been a problem with the programmer. The patient currently had increased pain and was not able to give herself boluses. The patient did have oral medication that she could take. The reporter was planning to interrogate the pump the day following the report. It was later reported that the patient had received a new ptm at her refill and the ptm was coupled with the pump. During the patient visit on (B)(6) 2013, the nurse accessed the pump and pulled out 36ml of medication from the reservoir. The patient was doing well after the visit.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient; product ID: 8590-1, lot# n267838, implanted: (B)(6) 2011, product type: accessory; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).